Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leak at pump.

Manufacturer narrative:
This follow-up MDR is created to document the device evaluation. A pump was the only component received for evaluation. Examination and testing of the returned component revealed a separation, surrounded by abrasion, in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Abrasion was also noted on all tubes of the pump. All tubing was curved upwards towards the pump. Examination of the returned product concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the pump tubing to curve towards the pump. The tubes then abraded enough to result in a separation of the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.